Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device hasn't worked for years. The patient said she needed an MRI , but the facility wouldn't do one unless the ins was in MRI mode. On the call the patient experienced poor communication. The patient said they hadn't charged or used the device in a long time. No symptoms or further complications were reported.

Manufacturer narrative:
Additional information indicated this is not a reportable event based on the new information that was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device was not working due to the patient not recharging the device. The patient didn't feel like it was going the job so they quit using it. The patient said they charged it and the issue was resolved. No further information was reported.